Event description:
It was reported that the subcutaneous implantable cardioverter defibrillator (s-ICD) delivered an inappropriate shock due to muscle noise oversensing while in the alternate sensing vector while the patient was brushing their teeth. There was a previous inappropriate shock as well in the primary vector. The patient came in to the clinic for testing, and the noise could be recreated with jumping jacks. X-ray imaging was performed, showing good system placement. Technical services (ts) was contacted, and ts discussed programming options and system placement options for possible revision. The s-ICD system remains in service. No additional adverse patient effects were reported.